Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00182. The pt received his scs system on (B)(6) 2010 consisting of ipg and surgical lead. It was reported that he developed an infection. There are no plans for surgical intervention at this time as the physician has elected to leave the system implanted. Oral antibiotics were administered to the pt as treatment.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.